Event description:
It was reported that inappropriate therapy was delivered by the device. The physician suspected the inappropriate therapy was due to reentry circuit caused by six ablation procedures the patient received. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Session records were provided for review by technical services. Analysis of the session records indicated that the inappropriate therapy event was sensed by the device.